Manufacturer narrative:
The marathon catheter was returned for analysis. The glue residue was found around and inside of the catheter hub. The catheter was found to be ruptured at ~2.3cm from the distal end. The catheter was pressurized with water and found non-patent. No other anomalies were observed. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis, the customer's report was confirmed. The catheter appeared to have ruptured due to over-pressurization resulting in pressures exceeding the limits of the catheter. Per the marathon instruction for use: infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.

Event description:
Medtronic received information that during an embolization procedure of a cerebral arteriovenous malformation (cavm), the microcatheter ruptured during injection of nbca. During the procedure, the microcatheter was delivered through guide catheter. The microcatheter was delivered to the target area and the physician started injecting the nbca. Through the angiographic image, the physician confirmed there was nbca flow from the guiding catheter. For that reason, the physician immediately stopped injecting nbca. Alternate device was used to continue. The procedure completed without further issue. Following the procedure, the physician tried to test the catheter outside the patient with saline but nbca was stuck inside the catheter and was unable identify the location of the damage.